Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, he tried using lube and noted the twisting of the balloon when inserted with difficulty insufflating the balloon. It was also reported that this usually happens due to user error when lining up the balloon the user twist 180 degrees which makes the numbers no place correctly and therefore, the balloon will not insufflate. To remove the surgeon had to rip off the balloon from the trocar and also had to puncture the balloon to desufflate. No patient injury was reported due to device malfunction.